Event description:
New information notes the lead was explanted and replaced.

Event description:
It was reported that high threshold, low sensing and low pacing impedance were noted. Externalized conductors were found via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 53.6-54.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion was noted at 7.8-10.5cm and 13.0-16.7cm from the distal tip. Internal insulation abrasion was noted at 9.5- 10.6cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 13.6-15.9cm from the distal tip. The etfe coating was abraded at the same location. This is consistent with the observation from the field of an increase in capture thresholds.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.